Manufacturer narrative:
Continuation of d10: model: 5867as crhf adaptor; implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post implant the right atrial (ra) lead exhibited low unipolar impedance. The right ventricular (rv) lead exhibited undefined high bipolar impedance. The ra and rv leads remain in use. It was further reported that the ra lead was not capturing. Both leads were repositioned. It was noted prior to the revision that the ra lead dislodged. It was also reported that the right atrial (ra) lead exhibited high impedance. It was further reported that the implantable pulse generator (ipg) exhibited a false low impedance warning on the right atrial (ra) lead. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.